Manufacturer narrative:
Additional information received : it was reported that an endoleka was observed on recent follow up CT scan from an unknown date. The source of the endoleka could not be determined medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a 51mm thoracic aortic aneurysm. It was reported that no endoleak was seen at the end of the index procedure. However, follow up CT one week post the index procedure showed a small amount of a type ia endoleak. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.